Event description:
Information was received that the enclosure of the device appears to have been damaged. The patient was allegedly using the device at the time of the reported incident. There was no reported patient harm. The device is not available for evaluation. The patient indicated that the device was returned to the provider. The provider has been unable to locate the device. The alleged failure has not been confirmed.